Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.the results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-04111. It was reported that when patient presented for in clinic follow-up, lead noise was observed. Right atrium lead was capped. Right ventricular lead was explanted and replaced. Patient was stable throughout the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. External insulation abrasion was noted at 26.0-28.0 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. This is consistent with the observation from the field of noise.